Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, 16fr esheath+ tip was noted to be split at the end of a transcatheter aortic valve replacement procedure. Access was achieved via right-carotid cutdown. The patient was sized for a 29mm sapien 3 valve. Sinotubular junction tapered with calcium and minimum diameter 27mm at a height of 23mm. The commander delivery system, 16 fr esheath+ and 29mm sapien 3 valve were all prepared per IFU. The valve as deployed as intended by the physician. Inflation technique was slow. The valve was fully deployed. At the end of deployment, the delivery system balloon ruptured. The delivery system was completely unflexed during withdrawal. There was no retained volume within the balloon. They were able to withdraw the balloon almost fully back into the sheath. Once resistance was met pulling the balloon into the sheath, the entire system (delivery system, sheath, and wire) was withdrawn as a unit. The vascular surgeon immediately controlled the bleeding, and the carotid was sutured closed without any damage noted. The patient remained stable throughout the case. Valve function was normal, there was no paravalvular leak, no pericardial effusion and no aortic dissection or annular rupture noted. Patient left the cath lab in stable condition. Upon removal of the devices, it was observed that the sheath tip was split, and there was about 1-2cm of balloon that would not fully pull into the sheath. The perceived root cause of the balloon burst is the calcified sinotubular junction. The damage to the sheath was thought to be due to the ruptured balloon not fully being able to retract back into the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided, and the following was observed: calcification and undersized regions present in the patient's right access vessel. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath distal tip split was unable to be confirmed. In this case, withdrawal of a burst balloon could have contributed to the distal tip split. It is possible that the altered profile of the balloon got caught on the sheath distal tip and led to the sheath distal tip split during delivery system retrieval into the sheath. Additionally, per provided imagery, the patient's access vessel was characterized by calcification and undersized regions (due to calcification). Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of balloon burst) may have contributed to the sheath distal tip split. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.